Event description:
The patient was having a nuclear study. Per the healthcare provider, they do not do nuclear studies unless the patient is having therapy issues but the hcp did not know any details. When the hcp aspirated from the cap for the dye study the aspirate was pale yellow fluid, it didn't appear to be drug/csf, and it aspirated "freely". Per the hcp when the contrast was injected it appeared to have a ¿hot spot¿ or pooled at the pump pocket. It was reviewed a possible disconnect, possible serous/seroma fluid. There haven't been any volume discrepancies. No drug, interventions, or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(4) 2015, product type: catheter. (B)(4).